Manufacturer narrative:
Device was returned for evaluation. Pump failed for unknown cassette error during self-test on power up. Cause of error is a broken cassette sensor button (cas1) which is part of the motor to motor controller pcb control unit. Unit requires non-warranty service and repair. No further investigation is warranted. (B)(4).

Event description:
It was reported that during a knee arthroscopy procedure using an arthroscope, that an over-pressurized pump ran continuously causing too much pressure to build up. It was also reported that there was a slight delay in case to wait for swelling and fluid to subside. Patient's knee swelling did subside during case and recovered as normal. (B)(4).